Manufacturer narrative:
The lead was planned to be returned. Should the lead be returned analysis will be performed and this investigation will be updated.

Event description:
It was reported that during the implant after fixating this lead into the heart high out of range pace impedance measurements were seen. The position of the lead was changed, but the same issue was presented and an issue with the helix was noted. The lead was attempted to be manipulation outside the patient where the helix appeared to work correctly, but it was not possible to fixate the lead into the heart. No adverse patient effects were reported. The lead was planned to be returned for analysis.

Event description:
It was reported that during the implant after fixating this lead into the heart high out of range pace impedance measurements were seen. The position of the lead was changed, but the same issue was presented and an issue with the helix was noted. The lead was attempted to be manipulation outside the patient where the helix appeared to work correctly, but it was not possible to fixate the lead into the heart. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of pacing impedance high out of range, while the issue with the helix was confirmed based on dried blood in the helix housing which prevented a direct test of the helix mechanism. Boston scientific concluded that the clinical observation related to the helix was a known inherent risk of the device. The pacing impedance high out of range allegation was not confirmed - based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. -the helix difficulty allegation was confirmed - based on the field report. Dried blood in the helix housing prevented direct test of the helix mechanism.